Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was vibrating with no alarm. They reset the insulin pump but the error recurred. The customer¿s blood glucose level was unknown. No further details were given. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump was received with pump error 68/49/23 after battery change, high sleep current and pump error 75 during self test due to moisture damage electronic assembly on the printed circuit board. No unexpected vibration noted during testing. Unit was received with partially broken reservoir tube lip, missing reservoir tube retainer, scratched case, minor scratched lcd window and missing serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.